Manufacturer narrative:
Report received via FDA during onsite audit. Although requested, FDA refused to provide additional information except that patient was revised in "late january". A review of the manufacturing device history record indicates the implants were manufactured to specification. Evaluation by the surgeon in related 2006, complaint stated patient's knee was tracking properly and was well seated. Device were not available for evaluation.

Event description:
A total knee arthroplasty was revised approximately four years post-operatively due to pain.